Manufacturer narrative:
This ICD was reimplanted, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to infection. There were no additional adverse patient effects reported.